Event description:
Boston scientific received information that this pacemaker's longevity remaining was less than a year with a magnet rate of 90 pace per minute (ppm). After diagnostics were done the longevity remaining then displayed 2 years with magnet rate of 90 bpm. The patient has not been compliant with device checks and the doctor would like to know if they can trust the new longevity displayed at 2 years. After some discussion boston scientific technical services (ts) had the field representative perform a print memory and submit it for engineering to determine the longevity. Ts confirmed that indeed there was less than half a year longevity remaining and that elective replacement near (ern) has been set. Additional information received indicated that the patient was hospitalized in another district for a non-pacemaker related condition. The pacemaker was checked and it was okay; however, there was no information regarding its remaining longevity. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.